Event description:
It was reported the device would power on and off by itself when the battery was inserted. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb to system pcb cable assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed cable assembly and verified that the device would turn on when the battery was plugged in with the removed cable.